Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil was found embedded, but was unable to be removed"), fallopian tube perforation ("perforation of fallopian tube"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's medical history included gravida I, parity 1, duodenitis, abdominal pain, dehydration, malnutrition, nausea, vomiting, diarrhea, phlebitis lower limb and meniere's disease. Concurrent conditions included uterine leiomyoma, menometrorrhagia, lymphadenopathy, nodule excision, shortness of breath, cough, obesity, palpitations and chest pain. Family history included diabetes (mother), cancer (mother), heart disorder (mother since age 20), coronary artery disease (father dx age 65), hypertension, diabetes, pancreatitis and coronary artery disease. Concomitant products included ibuprofen and sumatriptan (imitrex). In (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2012, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). On (B)(6)2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In (B)(6)2012, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), complication of device removal ("coil was found embedded, but was unable to be removed") and menstrual disorder ("menstruation issues"). The patient was hospitalized from (B)(6)2012 to (B)(6)2012. The patient was treated with surgery (hysterectomy with unilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the embedded device, fallopian tube perforation, menorrhagia, device expulsion, genital haemorrhage, complication of device removal, menstrual disorder, vaginal haemorrhage, migraine, headache, dysmenorrhoea, ovarian cyst, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, complication of device removal, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. Per pfs: plaintiff denies undergoing an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6)2012: results: foreign body found. Hysteroscopy - in (B)(6)2012: results: essure like coil found embedded. Pathology test - on (B)(6)2012: final diagnosis: ecc, emc clinical history: menorrhagia gross description: a. The specimen is labeled with the patient's name; ID number and "ecc." The specimen consists of multiple minute fragments of tan tissue that measure 0.3 x 0.3 x 0.2 cm in aggregate. The specimen is submitted entirely in one cassette. B. The specimen is labeled with the patient's name, ID number and "emc. The specimen consists of multiple fragments of tan-brown tissue and bloods that measure 1.3 x 1 x 0.5 cm in aggregate. The specimen is submitted entirely in one cassette. Microscopic description: a. Sections show predominantly fragments of benign endometrial tissue mixed with red blood cells and scant fragments of benign endocervical tissue. No evidence of malignancy. B. Sections show fragments of endometrial tissue with less coiled endometrial glands that show spotty subnuclear vacuoles, no evidence of malignancy.; on (B)(6)2012: final diagnosis: uterus with left fallopian tube and ovary, vaginal hysterectomy with lsouterus, left fallopian tube and ovary. Specimen: cervix, uterus, left fallopian tube and ovary. Clinical history; menometrorrhagia, pelvic pain.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: menorrhagia, pelvic pain, heavy vaginal bleeding during period, embedded intrauterine device, back pain, headache, migraine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Amendment: the report was amended on (B)(6)2019 for the following reason: significant correction done. Pt of event ovarian cyst was updated from polycystic ovaries to ovarian cyst. No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil was found embedded, but was unable to be removed"), fallopian tube perforation ("perforation of fallopian tube"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "coil was found embedded, but was unable to be removed" and device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's past medical history included gravida I, parity 1, duodenitis, abdominal pain, dehydration, malnutrition, nausea, vomiting, diarrhea, phlebitis lower limb and meniere's disease. Concurrent conditions included uterine leiomyoma, menometrorrhagia, lymphadenopathy, nodule excision, shortness of breath, cough, obesity, palpitations and chest pain. Family history included diabetes (mother), cancer (mother), heart disorder (mother since age 20), coronary artery disease (father dx age 65), hypertension, diabetes, pancreatitis and coronary artery disease. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and polycystic ovaries ("ovarian cysts"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with surgery (hysterectomy with unilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the embedded device, fallopian tube perforation, menorrhagia, device expulsion, genital haemorrhage, menstrual disorder, vaginal haemorrhage, migraine, headache, dysmenorrhoea, polycystic ovaries and pelvic pain outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, polycystic ovaries and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. Per pfs: plaintiff denies undergoing an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2012: foreign body found. Hysteroscopy - in (B)(6) 2012: essure like coil found embedded. (B)(6) 2012: pathology report - final diagnosis: ecc, emc clinical history: menorrhagia gross description: a. The specimen is labeled with the patient's name; ID number and "ecc." The specimen consists of multiple minute fragments of tan tissue that measure 0.3 x 0.3 x 0.2 cm in aggregate. The specimen is submitted entirely in one cassette. B. The specimen is labeled with the patient's name, ID number and "emc. The specimen consists of multiple fragments of tan-brown tissue and bloods that measure 1.3 x 1 x 0.5 cm in aggregate. The specimen is submitted entirely in one cassette. Microscopic description: a. Sections show predominantly fragments of benign endometrial tissue mixed with red blood cells and scant fragments of benign endocervical tissue. No evidence of malignancy. B. Sections show fragments of endometrial tissue with less coiled endometrial glands that show spotty subnuclear vacuoles, no evidence of malignancy. (B)(6) 2012: pathology report - final diagnosis: uterus with left fallopian tube and ovary, vaginal hysterectomy with lsouterus, left fallopian tube and ovary. Specimen: cervix, uterus, left fallopian tube and ovary. Clinical history; menometrorrhagia, pelvic pain. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: menorrhagia, pelvic pain, heavy vaginal bleeding during period, embedded intrauterine device, back pain, headache, migraine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received. Events fallopian tube perforation, ovarian cysts, pelvic pain and plaintiff denies undergoing an essure confirmation test added. Oophorectomy added as surgery to essure removal. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil was found embedded, but was unable to be removed"), fallopian tube perforation ("perforation of fallopian tube"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "coil was found embedded, but was unable to be removed" and device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's past medical history included gravida I, parity 1, duodenitis, abdominal pain, dehydration, malnutrition, nausea, vomiting, diarrhea, phlebitis lower limb and meniere's disease. Concurrent conditions included uterine leiomyoma, menometrorrhagia, lymphadenopathy, nodule excision, shortness of breath, cough, obesity, palpitations and chest pain. Family history included diabetes (mother), cancer (mother), heart disorder (mother since age 20), coronary artery disease (father dx age 65), hypertension, diabetes, pancreatitis and coronary artery disease. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), polycystic ovaries ("ovarian cysts"), depression ("depression") and anxiety ("mental anguish"). In 2012, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with surgery (hysterectomy with unilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the embedded device, fallopian tube perforation, menorrhagia, device expulsion, genital haemorrhage, menstrual disorder, vaginal haemorrhage, migraine, headache, dysmenorrhoea, polycystic ovaries, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, polycystic ovaries and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. Per pfs: plaintiff denies undergoing an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in february 2012: foreign body found. Hysteroscopy - in february 2012: essure like coil found embedded. 10feb2012: pathology report - final diagnosis: ecc, emc clinical history: menorrhagia gross description: a. The specimen is labeled with the patient's name; ID number and "ecc." The specimen consists of multiple minute fragments of tan tissue that measure 0.3 x 0.3 x 0.2 cm in aggregate. The specimen is submitted entirely in one cassette. B. The specimen is labeled with the patient's name, ID number and "emc. The specimen consists of multiple fragments of tan-brown tissue and bloods that measure 1.3 x 1 x 0.5 cm in aggregate. The specimen is submitted entirely in one cassette. Microscopic description: a. Sections show predominantly fragments of benign endometrial tissue mixed with red blood cells and scant fragments of benign endocervical tissue. No evidence of malignancy. B. Sections show fragments of endometrial tissue with less coiled endometrial glands that show spotty subnuclear vacuoles, no evidence of malignancy. (B)(6) 2012: pathology report - final diagnosis: uterus with left fallopian tube and ovary, vaginal hysterectomy with lsouterus, left fallopian tube and ovary. Specimen: cervix, uterus, left fallopian tube and ovary. Clinical history; menometrorrhagia, pelvic pain. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: menorrhagia, pelvic pain, heavy vaginal bleeding during period, embedded intrauterine device, back pain, headache, migraine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received: psychological or psychiatric problems condition: depression and mental anguish events was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil was found embedded, but was unable to be removed'), fallopian tube perforation ('perforation of fallopian tube'), uterine perforation ('uterus perforation'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's medical history included gravida I, parity 1, duodenitis, abdominal pain, dehydration, malnutrition, nausea, vomiting, diarrhea, phlebitis lower limb and meniere's disease. Concurrent conditions included uterine leiomyoma, menometrorrhagia, lymphadenopathy, nodule excision, shortness of breath, cough, obesity, palpitations and chest pain. Family history included diabetes (mother), cancer (mother), heart disorder (mother since age 20), coronary artery disease (father dx age 65), hypertension, diabetes, pancreatitis and coronary artery disease. Concomitant products included ibuprofen and sumatriptan (imitrex). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"), 1 year 7 months after insertion of essure (ess205). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication of device removal ("coil was found embedded, but was unable to be removed"), menstrual disorder ("menstruation issues") and post procedural complication ("post procedural complication"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with surgery (hysterectomy with unilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the embedded device, uterine perforation, device expulsion, complication of device removal, menstrual disorder, migraine, headache, dysmenorrhoea, ovarian cyst, pelvic pain, depression, anxiety and post procedural complication outcome was unknown and the fallopian tube perforation, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered anxiety, complication of device removal, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. Per pfs: plaintiff denies undergoing an essure confirmation test. Patient received treatment for events- abnormal bleeding, pelvic pain female, uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2012: results: foreign body found. Hysteroscopy - in (B)(6) 2012: results: essure like coil found embedded. Pathology test - on (B)(6) 2012: final diagnosis: ecc, emc clinical history: menorrhagia gross description: a. The specimen is labeled with the patient's name; ID number and "ecc." The specimen consists of multiple minute fragments of tan tissue that measure 0.3 x 0.3 x 0.2 cm in aggregate. The specimen is submitted entirely in one cassette. B. The specimen is labeled with the patient's name, ID number and "emc. The specimen consists of multiple fragments of tan-brown tissue and bloods that measure 1.3 x 1 x 0.5 cm in aggregate. The specimen is submitted entirely in one cassette. Microscopic description: a. Sections show predominantly fragments of benign endometrial tissue mixed with red blood cells and scant fragments of benign endocervical tissue. No evidence of malignancy. B. Sections show fragments of endometrial tissue with less coiled endometrial glands that show spotty subnuclear vacuoles, no evidence of malignancy.; on (B)(6) 2012: final diagnosis: uterus with left fallopian tube and ovary, vaginal hysterectomy with lsouterus, left fallopian tube and ovary. Specimen: cervix, uterus, left fallopian tube and ovary. Clinical history; menometrorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil was found embedded, but was unable to be removed"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "coil was found embedded, but was unable to be removed". The patient's past medical history included gravida I, parity 1, duodenitis, abdominal pain, dehydration, malnutrition, nausea, vomiting, diarrhea, phlebitis and meniere's disease. Concurrent conditions included uterine leiomyoma, menometrorrhagia, lymphadenopathy, nodule excision, shortness of breath, cough, obesity, palpitations and chest pain. Family history included diabetes (mother), cancer (mother), heart disorder (mother since age 20), coronary artery disease (father dx age 65), hypertension, diabetes, pancreatitis and coronary artery disease. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria hospitalization and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with surgery (underwent hysterectomy with unilateral salpingectomy), surgery (underwent vaginal hysterectomy, left salphingo-oophorectomy and cystoscopy), surgery (on (B)(6) 2012 had hysterectomy with unilateral salpingectomy, dilation and curettage) and surgery (underwent full hysterectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the embedded device, menorrhagia, device expulsion, genital haemorrhage, menstrual disorder, vaginal haemorrhage, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2012: foreign body found. Hysteroscopy - in (B)(6) 2012: essure like coil found embedded. On (B)(6)2012: pathology report - final diagnosis: ecc, emc clinical history: menorrhagia gross description: a. The specimen is labeled with the patient's name; ID number and "ecc." The specimen consists of multiple minute fragments of tan tissue that measure 0.3 x 0.3 x 0.2 cm in aggregate. The specimen is submitted entirely in one cassette. B. The specimen is labeled with the patient's name, ID number and "emc. The specimen consists of multiple fragments of tan-brown tissue and bloods that measure 1.3 x 1 x 0.5 cm in aggregate. The specimen is submitted entirely in one cassette. Microscopic description: a. Sections show predominantly fragments of benign endometrial tissue mixed with red blood cells and scant fragments of benign endocervical tissue. No evidence of malignancy. B. Sections show fragments of endometrial tissue with less coiled endometrial glands that show spotty subnuclear vacuoles, no evidence of malignancy. On (B)(6) 2012: pathology report - final diagnosis: uterus with left fallopian tube and ovary, vaginal hysterectomy with lsouterus, left fallopian tube and ovary. Specimen: cervix, uterus, left fallopian tube and ovary. Clinical history; menometrorrhagia, pelvic pain. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: menorrhagia, pelvic pain, heavy vaginal bleeding during period, embedded intrauterine device, back pain, headache, migraine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs-mr extracted. New reporters added. Patients demographics added. Historical and concomitant conditions and drugs added. New events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of device: uterus, dysmenorrhea (cramping). Hospitalization dates were added for event menorrhagia. Lab data added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil was found embedded, but was unable to be removed'), fallopian tube perforation ('perforation of fallopian tube'), uterine perforation ('uterus perforation'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's medical history included gravida I, parity 1, duodenitis, abdominal pain, dehydration, malnutrition, nausea, vomiting, diarrhea, phlebitis lower limb and meniere's disease. Concurrent conditions included uterine leiomyoma, menometrorrhagia, lymphadenopathy, nodule excision, shortness of breath, cough, obesity, palpitations and chest pain. Family history included diabetes (mother), cancer (mother), heart disorder (mother since age 20), coronary artery disease (father dx age 65), hypertension, diabetes, pancreatitis and coronary artery disease. Concomitant products included ibuprofen and sumatriptan (imitrex). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"), 1 year 7 months after insertion of essure (ess205). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication of device removal ("coil was found embedded, but was unable to be removed"), menstrual disorder ("menstruation issues") and post procedural complication ("post procedural complication"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with surgery (hysterectomy with unilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the embedded device, uterine perforation, device expulsion, complication of device removal, menstrual disorder, migraine, headache, dysmenorrhoea, ovarian cyst, pelvic pain, depression, anxiety and post procedural complication outcome was unknown and the fallopian tube perforation, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered anxiety, complication of device removal, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. Per pfs: plaintiff denies undergoing an essure confirmation test. Patient received treatment for events- abnormal bleeding, pelvic pain female, uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in february 2012: results: foreign body found. Hysteroscopy - in (B)(6) 2012: results: essure like coil found embedded. Pathology test - on (B)(6) 2012: final diagnosis: ecc, emc clinical history: menorrhagia gross description: a. The specimen is labeled with the patient's name; ID number and "ecc." The specimen consists of multiple minute fragments of tan tissue that measure 0.3 x 0.3 x 0.2 cm in aggregate. The specimen is submitted entirely in one cassette. B. The specimen is labeled with the patient's name, ID number and "emc. The specimen consists of multiple fragments of tan-brown tissue and bloods that measure 1.3 x 1 x 0.5 cm in aggregate. The specimen is submitted entirely in one cassette. Microscopic description: a. Sections show predominantly fragments of benign endometrial tissue mixed with red blood cells and scant fragments of benign endocervical tissue. No evidence of malignancy. B. Sections show fragments of endometrial tissue with less coiled endometrial glands that show spotty subnuclear vacuoles, no evidence of malignancy. On (B)(6) 2012: final diagnosis: uterus with left fallopian tube and ovary, vaginal hysterectomy with lsouterus, left fallopian tube and ovary. Specimen: cervix, uterus, left fallopian tube and ovary. Clinical history; menometrorrhagia, pelvic pain.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: newly added events- uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil was found embedded, but was unable to be removed'), fallopian tube perforation ('perforation of fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's medical history included gravida I, parity 1, duodenitis, abdominal pain, dehydration, malnutrition, nausea, vomiting, diarrhea, phlebitis lower limb and meniere's disease. Concurrent conditions included uterine leiomyoma, menometrorrhagia, lymphadenopathy, nodule excision, shortness of breath, cough, obesity, palpitations and chest pain. Family history included diabetes (mother), cancer (mother), heart disorder (mother since age 20), coronary artery disease (father dx age 65), hypertension, diabetes, pancreatitis and coronary artery disease. Concomitant products included ibuprofen and sumatriptan (imitrex). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"), 1 year 7 months after insertion of essure (ess205). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), complication of device removal ("coil was found embedded, but was unable to be removed"), menstrual disorder ("menstruation issues") and post procedural complication ("post procedural complication"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with surgery (hysterectomy with unilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the embedded device, device expulsion, complication of device removal, menstrual disorder, migraine, headache, dysmenorrhoea, ovarian cyst, pelvic pain, depression, anxiety and post procedural complication outcome was unknown and the fallopian tube perforation, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered anxiety, complication of device removal, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure and essure removal procedure. Per pfs: plaintiff denies undergoing an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2012: results: foreign body found. Hysteroscopy - in (B)(6) 2012: results: essure like coil found embedded. Pathology test - on (B)(6) 2012: final diagnosis: ecc, emc clinical history: menorrhagia gross description: a. The specimen is labeled with the patient's name; ID number and "ecc." The specimen consists of multiple minute fragments of tan tissue that measure 0.3 x 0.3 x 0.2 cm in aggregate. The specimen is submitted entirely in one cassette. B. The specimen is labeled with the patient's name, ID number and "emc. The specimen consists of multiple fragments of tan-brown tissue and bloods that measure 1.3 x 1 x 0.5 cm in aggregate. The specimen is submitted entirely in one cassette. Microscopic description: a. Sections show predominantly fragments of benign endometrial tissue mixed with red blood cells and scant fragments of benign endocervical tissue. No evidence of malignancy. B. Sections show fragments of endometrial tissue with less coiled endometrial glands that show spotty subnuclear vacuoles, no evidence of malignancy.; on (B)(6) 2012: final diagnosis: uterus with left fallopian tube and ovary, vaginal hysterectomy with lsouterus, left fallopian tube and ovary. Specimen: cervix, uterus, left fallopian tube and ovary. Clinical history; menometrorrhagia, pelvic pain.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: menorrhagia, pelvic pain, heavy vaginal bleeding during period, embedded intrauterine device, back pain, headache, migraine. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- post procedural complication. Events outcome updated. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil was found embedded, but was unable to be removed") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required), device difficult to use ("coil was found embedded, but was unable to be removed"), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy in (B)(6) 2012). Essure (ess205) was withdrawn. At the time of the report, the embedded device, device difficult to use, pelvic pain and menstrual disorder outcome was unknown. The reporter considered embedded device, device difficult to use, pelvic pain and menstrual disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2012: computerised tomogram result was foreign body found and hysteroscopy result was essure like coil found embedded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a hysteroscopy diagnosed that coil was found embedded, but was unable to be removed(seen as embedded device). A hysterectomy was performed around 6 years after insertion. The reported event is serious due to medical importance and anticipated in the reference safety information for essure. In the present case, following the implant procedure, consumer complained of severe pelvic pain and menstruation issues, she underwent a CT scan that showed foreign body. A laparoscopy and hysteroscopy were performed and detected that essure was embedded. The exact date and mechanism of embedment is unknown, however given event's nature, causality with essure cannot be excluded. This case was regarded as incident, since surgical device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a hysteroscopy diagnosed that coil was found embedded, but was unable to be removed(seen as embedded device). A hysterectomy was performed around 6 years after insertion. The reported event is serious due to medical importance and anticipated in the reference safety information for essure. In the present case, following the implant procedure, consumer complained of severe pelvic pain and menstruation issues, she underwent a CT scan that showed foreign body. A laparoscopy and hysteroscopy were performed and detected that essure was embedded. The exact date and mechanism of embedment is unknown, however given event's nature, causality with essure cannot be excluded. This case was regarded as incident, since surgical device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.